Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported as product problem in previous report. After further review the manufacturer determined as death. The following correction has been updated in this report to reflect adverse event. Section h1 and h6 has been reflect as death. Section h6 health impact code has also been updated to reflect the death.